Event description:
It was reported that, during tka surgery, the internal pouch of the rt-plus mod stem straight 14/120 non-cem was open; however, the procedure was performed with the same device. Surgery was not delayed. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a total hip arthroplasty, the innermost envelope of the rt-plus mod stem straight 14/120 non-cemented was open. However, the device was implanted. Therefore, the device and its packaging were not returned for investigation and a product evaluation could not be performed. However, a feedback of the customer was provided, where it is stated that the innermost peel pouch was open for a length of 2-3 cm. A review of the production documentation did not reveal any deviation from the standard operating procedure. No additional complaint for the batch in scope was reported so far. The failure mode and the severity are covered in the corresponding risk management document. A detailed analysis of the production documentation at the packaging supplier site was performed. No deviation from the standard operating procedure were found. Due to the missing packagings, the failure cannot be verified. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. No further escalation is required. Due to the missing packaging device, it is not known if and how the hole in the innermost peel pouch occurred, regardless of the feedback of the customer. Based on the performed investigations, the root cause for the reported issue remains unknow and the relationship between the reported event and the device cannot be confirmed. However, from previous investigations it is known that repeated stock manipulations can contribute to the motion of the stem inside the packaging causing the observed sterility breach. According to our instructions for use (IFU lit. No. 12.24 ed. 03/21), the device should be inspected before use for any visual deviations. Implants should not be implanted if the packaging is damaged or not intact. Peel pouches showing holes, scratches or significant migration of the stem towards the sealed seams should be considered as unfit for use. If this scenario occurs, we kindly ask you to return the affected products (the peel pouches and the corresponding stem) to the appropriate smith & nephew representative or office for investigation. This complaint investigation will be closed and no further actions are deemed necessary. Smith and nephew will continue to monitor the corresponding products for similar issues via post market surveillance. The investigation will be reopened, should any further information be received.